Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The drive support was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the drive support cap was sticking out. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and insulin pen. The customer stated that the insulin might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.